Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial (ra) lead was found to be fractured during routine follow up. No adverse patient effects reported.